Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Type of procedure performed: unknown. Detailed description of event: upon introduction through the trocar the end of the universal retrieval system dislodged inside the abdomen. It was noted the bag completely dislodged from the retrieval system. Surgeon retrieved all components of the dislodged bag from the abdominal cavity. Additional information received via email from [name] 29 september 2021: unfortunately we don¿t have any further information we can provide. Additional information received via email from [name] 26 october 2021: as expected, no response received. Patient status: no patient injury - no info about what happened to the patient as a result of this event type of intervention: surgeon retrieved all components of the dislodged bag from the abdominal cavity.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure performed: ni. Upon introduction through the trocar the end of the universal retrieval system dislodged inside the abdomen. It was noted the bag completely dislodged from the retrieval system. Surgeon retrieved all components of the dislodged bag from the abdominal cavity. Patient status: ni. Type of intervention: surgeon retrieved all components of the dislodged bag from the abdominal cavity.